Manufacturer narrative:
According to the facility on 4/2/2026, the resident "stated that the briefs are "shoddy" and they rip when they are opened or when they try to fasten them. The briefs lack absorbency which leads to discomfort and skin breakdown. They leak and which leads to more laundry, higher than needed utility bills and more laundry". The facility stated the was "no" injury due to the product problem and no medical intervention or treatment was required. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the facility on 4/2/2026, the resident "stated that the briefs are "shoddy" and they rip when they are opened or when they try to fasten them. The briefs lack absorbency which leads to discomfort and skin breakdown. They leak and which leads to more laundry, higher than needed utility bills and more laundry".